Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test, battery out limit alarm and high blood glucose levels. Customer's blood glucose level was 523 mg/dl. Customer treated their high blood glucose via bolus delivery. Troubleshooting for failed battery was performed. Customer advised they replaced the device with a new battery which resolved the issue. Customer was advised they received a battery out limit alarm due to leaving battery out of the device for longer than the duration allowed by the device. Customer was able to clear the alarm and was advised this was normal insulin pump behavior. Customer was advised to monitor the device and call back if issues persist.